Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer reported that insulin sprayed out after filled because customer didn't have needle in the correct spot on the septum. Customer reloaded the same cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.